Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01201-000. Section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 05/18/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of low inspiratory pressure was confirmed. The asp replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that devices inspiratory pressure was low. There was no patient involvement.